Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was 555 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer's father declined to perform high pressure test. The customer's father stated that they performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.